Event description:
It was reported that the screw backed out of resonate plate.

Manufacturer narrative:
The purpose of this rationale is to evaluate the risk associated with the identified failure mode of screw pushes out the top of the plate post-op for the resonate anterior cervical plate system. There was a revision surgery on (B)(6) 2025 to remove the screw and add posterior fixation to the affected levels. This evaluation determined that this failure was within expected risk; therefore, no further actions will be taken at this time, and the hazard will continue to be monitored.